Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), information indicated the patient's heart rate was in the forties with the device programmed setting at 70. It was also reported the right atrial (ra) lead exhibited no capture as there was no evidence per electrogram (egm). The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.